Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was brought into the clinic for one instance of elevated lactate dehydrogenase (ldh) to confirm there wasn't a thrombus. All testing was negative and no thrombus was found. There was a cosmetic tear in the outer silicone jacket of the driveline near the distal bend relief. A clamshell repair was scheduled for (B)(6) 2022.

Manufacturer narrative:
The report of a tear in the driveline¿s outer jacket near the controller connector bend relief can be confirmed based on the submitted image and the onsite evaluation by an abbott representative. A direct correlation between the device and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. The submitted controller event log file captured no notable events. The pump appeared to function as intended above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6), and the driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information confirmed a clamshell repair was performed on (B)(6) 2022.